Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the eos battery status on april 04, 2021. The device was implanted for about 105 months and 43 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected. During the analysis of the available iegms noise was observed in the far field channel. Furthermore, the inspection revealed a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit within the battery, which led to the elevated internal self-depletion. In conclusion, the device was implanted for about 105 months. The analysis revealed an elevated internal self-depletion within the battery.

Event description:
Device explanted due to eos. Vf also detected on (B)(6) 2021 at a rate of 250. Episode indicated reset abort and 1 shock was cancelled. No adverse patient events reported. Should additional information become available, it will be added to this file.